Event description:
It was reported that the user experienced low blood glucose while using the ilet, attributed to announcing meals in response to already elevated glucose and selecting an incorrect meal type, and sought a return under the belief of a required wear period. Symptoms included hypoglycemia. Outcomes included the need for urgent attention to address low glucose but no emergency department visit or hospitalization. Investigation included review of device use and user-reported meal announcements. Investigation of this case revealed user error related to meal announcements and meal type selection, with no device malfunction identified. It was concluded that the event resulted from user technique and education needs rather than a device failure, and the user is being coached to announce meals appropriately to improve outcomes.